Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for bowed tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes had molding defects with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 6 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: what happened? - the sstii advance tubes appear to mis-shapen (slightly bent). Which products where involved? - sstii advance tubes, code 367954. How many times did it happen? - it has been noticed 6 times (to date) - 6 tubes have been noted as visibly deformed. Who was using the device? - it was noticed in the laboratory when the tube was on the roche pre-analytical unit (mpa). Where did it happen the location, ward etc.? - as per previous note. What time did it happen? - at different times during the day. All tubes were used and filled in the outpatients department. When in the process did it happen? (E.g. At start, during disposal, at the end, etc.) - who was impacted or using the device? - in the laboratory when the tube was on the roche pre-analytical unit (mpa).

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes had molding defects with a bd vacutainer® sst¿ ii advance plus blood collection tubes. This occurred on 6 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: what happened? The sstii advance tubes appear to mis-shapen (slightly bent). Which products where involved? Sstii advance tubes, code 367954. How many times did it happen? It has been noticed 6 times (to date) 6 tubes have been noted as visibly deformed. Who was using the device? It was noticed in the laboratory when the tube was on the roche pre-analytical unit (mpa). Where did it happen the location, ward etc.? As per previous note. What time did it happen? At different times during the day. All tubes were used and filled in the outpatients department. When in the process did it happen? (E.g. At start, during disposal, at the end, etc.) Who was impacted or using the device? In the laboratory when the tube was on the roche pre-analytical unit (mpa).